Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebt2369 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during placement the PICC nurse met resistance and felt a pop when extracting PICC and wire. It was stated she then inspected end of wire and determined it had been compromised. Ordered cxr and observed 1.7cm wire left in patient¿s axillary area. The patient being consulted for vascular surgery to remove wire fragment.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the 3cg stylet was confirmed and the cause appears to be related to use of the device. Two 3cg stylets were returned for investigation. Only one stylet exhibited damage. The damaged stylet wire was received in a 5fr t/l powerpicc. The powerpicc had been cut near the 42cm depth mark and the stylet extended 11.8cm from the distal end of the proximal catheter segment. There was a break in the polyimide tubing and the distal segment of the polyimide tubing was not returned for investigation. Kinks were observed in the polyimide tubing between magnets, which made the polyimide tubing appear curved. The core wire extended 1.4cm from the distal end of the proximal segment of polyimide tubing. A microscopic examination revealed 10 magnets in the proximal segment of the polyimide tubing. The damaged end of the polyimide tubing was noted to be uneven and granular. This type of damage can occur when the polyimide tubing is kinked and flexed against the magnets. The presence of kinks in the polyimide tubing suggests that the stylet was bent. The powerpicc solo IFU states, ¿avoid sharp or acute angles during implantation.¿ the IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ no further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of rebt2369 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during placement the PICC nurse met resistance and felt a pop when extracting PICC and wire. It was stated she then inspected end of wire and determined it had been compromised. Ordered cxr and observed 1.7cm wire left in patient¿s axillary area. The patient being consulted for vascular surgery to remove wire fragment.